Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair has been noted in the last 12 months. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed. Probable cause of the reported problem could not be determined.

Event description:
It was reported that the pump was alarming with a 5-digit code of 46876. Per reporter, the battery compartment was opened and closed, powered on the pump, and the pump then alarmed to remove/reattach cassette. Per reporter the line was clamped near port, lever raised, and then the pump alarmed and said all patient data was lost. Reporter advised the patient that the pump malfunctioned, and the treatment cannot be started. The patient was redirected to their physician. Per reporter, the event occurred while in use with the patient at home. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.